Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12838. It was reported that angina occurred and the patient died. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The 90% stenosed, 24 x 3.5 mm, eccentric, de novo, diffused, with a >45 and <90 degree bend target lesion was located in the mildly to severely tortuous and non-calcified right coronary artery (rca). Three stents were implanted; a non-bsc stent was initially implanted in the distal rca followed by 2.75 x 24 mm and 3.50 x 24 mm promus element¿ plus drug-eluting stents in the proximal end. Few hours later, the patient had angina and died while shifting to catheter laboratory.